Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/13/2010 and 05/20/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
Adverse event(s): "seeing a line in vision" (vision, impaired). Product problem(s): "none reported" (no information). A surgeon reported a patient seeing a line in vision following intraocular lens (iol) implant surgery. The surgeon has referred the patient to another surgeon. Additional information has been requested.